Manufacturer narrative:
Pharmacovigilance comment: sanofi company dated (B)(4) 2013: in this case, seprafilm was placed during hysterectomy to the female patient and experienced abdominal adhesions and severe allergic reaction. The causal relationship of seprafilm cannot be excluded for the occurrence of abdominal adhesions and allergic reaction, however the lack of info regarding the previous medical history and the concomitant medications used by the patient precludes the complete case assessment. (B)(6).

Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2013 from a physician via sales representative. This case is cross referenced with (B)(6) (cluster case). This case concerns a female patient of unknown age who experienced a "severe" allergic reaction in her small bowel, her small bowel stuck together with many adhesions and developed other issues after seprafilm placement. No medical history, past drugs, concomitant medication and noncurrent conditions were reported. On (B)(6) 2010, the patient underwent hysterectomy during which seprafilm was placed into her small bowel (number of sheets, batch/lot number and expiration date: unknown) for postoperative adhesion. On unspecified dates in (B)(6) 2010, the patient experienced a "severe" allergic reaction in her small bowel where seprafilm was placed and small bowel was stuck together with many adhesions (abdominal adhesions). Subsequently, the patient underwent biopsy that revealed an inflammatory process. On an unknown date in (B)(6) 2010 (four days later), the patient underwent another surgery and was hospitalized for two months. Later, the patient recovered from the surgery but other issues (unspecified at the time of report) developed and the patient was still on disability. Outcome: unknown for all the events. Seriousness criteria: hospitalization and intervention required for the events of "severe allergic reaction in her small bowel" and "small bowel stuck together with many adhesions". A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.